Manufacturer narrative:
The protege rx self- expanding peripheral stent system was received for evaluation. No ancillary devices, cines, or procedure reports were received for evaluation. The tuohy burst valve was able to be tightened. The protege rx stent delivery system, (sds), was returned without a stent. The distal assembly was examined through the outer sheath: no interaction between the teeth of the retainer and the outer sheath was noted. No witness marks of the distal tip being pulled into the outer sheath were noted. No kinking or according folding the inner distal assembly was noted. The device did not exhibit any abnormality that would have caused premature partial deployment. Two photographic images were received: one of the shelf carton label and one of the protege rx stent delivery system on top of its transportation tray along with what appears to be a guidewire. The deployment paddle appears to be at or near its t=0 position. The distal tip of the delivery system is not in the photograph.

Event description:
The physician was attempting to treat an unknown vessel using a protege rx stent. It was reported that they were unable to deploy the stent. It was also reported that the stent partially deployed. A second protege device was used to complete the procedure without any issues. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.